Event description:
The son of a (B)(6) male patient called zoll customer support to report that the patient was receiving frequent check therapy electrode alarms. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon evaluation the monitor was unable to detect any electrode belt therapy electrodes. The cause for the failure was isolated to a damaged j4 connector on the monitor defibrillator board. The root cause for the damaged j4 connector could not be positively identified. No adverse event resulted from the damaged connector. The patient received a replacement monitor.